Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch veriopro meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6x daily. The patient manages his diabetes with novorapid insulin and levemir insulin. It is not specified when the alleged issue began. It was reported the patient obtained results with a ¿difference of 20-40 mg/dl;¿ however, specific results were not provided. It is not specified how much more insulin the patient administered due to the reported issue. After, at an unknown date/time, the reporter claimed the patient developed symptoms of sweating, shaking and had a memory lapse for 3 hours. At that time, the patient ¿ate something¿ as treatment. About a week prior to contacting lfs, the reporter mentioned a different incident and claimed the patient had ¿passed out.¿ results obtained with the subject meter at that time were not provided. The reporter alleged a neighbor found the patient and assisted him; however, it is not known what treatment was provided or how the patient regained consciousness. The patient had reportedly felt well enough not to seek additional medical intervention. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement product was sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.